Event description:
A doctor's office alleged that two (2) patients had experienced the debonding of a crown after placement with the optibond xtr and nx3 dual cure clear products. This is the first of two (2) reports.

Manufacturer narrative:
The initial crown cementation procedure occurred on (B)(6) 2014. The patient had experienced the debonding of the crown and returned to the office on (B)(6) 2014. The doctor cleaned out the crown and re-cemented it using the same products, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.